Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead had an outer insulation failure. The lead was undersensing and the impedance was low. After changing the lead to unipolar, it was sensing and pacing fine. The lead remains in use. No patient complications have been reported as a result of this event.